Event description:
A customer reported that their pump screen was dark and unresponsive, and the issue did not cause their blood glucose level to exceed 500 mg/dl. Technical support instructed the customer to perform several troubleshooting steps, but the pump remained non-functional, with a red led blinking and vibrating every three minutes. As a resolution, technical support arranged to replace the pump and informed the customer of the steps to take upon receiving the replacement, including training availability and returning the faulty pump. The customer was advised to contact their healthcare provider for backup insulin therapy as none was currently available to them.